Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, sparks from the monopolar curved scissors instrument were observed during coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for evaluation, however it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the monopolar curved scissors instrument (part# 470179-19/k13211025 0046) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# sl0168 for a liver resection surgical procedure. The alleged event occurred on the 10th use of the instrument. The instrument had zero uses remaining. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "sparks during coagulation". The instrument was placed and driven on an in-house system. The mcs instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and passed an electrical continuity test. The mcs instrument was connected to in-house erbe energy generator and was recognized with no issues. The mcs instrument was tested for energy delivery and passed. No thermal damage was found on the mcs instrument. The mcs instrument was tested multiple times and passed. Additional observation(s) not reported by site: the mcs instrument tube extension exhibits signs of scratch marks/abrasion. The tube extension scratch marks measured roughly 0.035¿ x 0.105¿. The root cause of scratch marks /abrasions is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The mcs instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.